Manufacturer narrative:
Medwatch fields d1-d4 and g1 and g4 were updated. The investigation could not determine a specific root cause. Calibration data, qc data, and analyzer alarm trace do not indicate a general instrument or reagent issue.

Manufacturer narrative:
The investigation is ongoing. H3: na.

Event description:
There was an allegation of a questionable troponin t hs result from the cobas e 801 analytical unit. The initial result was 146 ng/l and was reported outside of the laboratory to the clinical doctor who was treating the patient. After three hours, a second sample was drawn and the result was 8.0 ng/l. The customer then decided to repeat the first sample and the result was 7.51 ng/l. The reagent lot number was 642417. The expiration date was requested but was not provided.